Event description:
It was reported that the display on the insulin pump is blank. Customer stated he received an insulin pump and was with the trainer and they tried different batteries but the device did not work. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.